Manufacturer narrative:
Product ID: pnma01411a004, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that they had 2 implants, and the case of the ins in the wrong spot was because the placement was decided by the doctor. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial# :unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) on their left side was in the wrong spot. The patient expressed dissatisfaction with the location of their ins. The patient stated that because of the location of their ins, their recharging waist belt would break. The patient mentioned that their belt would have to ¿bend¿ around their side, and that¿s why it would break. It was noted that there was nothing that could be done for the location of the ins besides surgery, so the patient had just ¿let it go.¿ the repair department was contacted and a replacement belt was requested. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and chronic low back pain.